Event description:
It was reported that due to pain a revision was performed.

Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. As soon as the investigation result is available, an amended MDR report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).